Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 45-54 mg/dl, cause was unknown. Due to bg level customer lost consciousness and was transported to the emergency room and was subsequently admitted to the intensive care unit. Customer was "not sure" of treatment provided by hospital due to being incoherent. Reportedly, customer was released from hospital on (B)(6) 2024 with issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.